Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0743 respiratory insufficiency/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient was found by her husband in a confused and unresponsive state upon waking. She was observed stumbling into a chair before losing consciousness. According to the report, the blood glucose meter (bgm) displayed a reading of ¿hi¿, indicating a critically high glucose level, while the dexcom cgm sensor showed a reading of 250 mg/dl. Emergency services were contacted, and paramedics arrived at approximately 7:00 am. It is unclear whether any treatment was administered in the ambulance. The patient arrived at the hospital at 8:30 am, where the dexcom system was removed. Upon arrival in the emergency room, the patient was administered insulin, to which she was reportedly responsive, although the exact blood glucose level and insulin type were not specified. The patient was placed on an insulin drip and required mechanical ventilation. She remained in a coma for 10 days, during which her blood glucose was monitored via fingerstick testing. The patient regained consciousness on (B)(6) 2025 and was subsequently discharged on (B)(6) 2025. At the time of this report, the patient was described as stable, though she continues to require therapy as part of her recovery process. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data.there was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient experienced symptoms. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.